Event description:
Reporter alleged that compact blood glucose test strips were missing the expiration date. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.